Manufacturer narrative:
The monopolar curved scissors (mcs) accessory has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers. Field h4 is blank because the product information is insufficient.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) sheath came off of the instrument when they were removing it. The sheath did fall into the patient, but it was retrieved. The customer put a new sheath on the scissors and proceeded with the case. The procedure was completed.